Manufacturer narrative:
Internal file number - (B)(4). Corrections: device was not returned. The device was not returned for evaluation. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties; therefore, notification is not required. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, the proglide device could not be removed during attempted removal. A surgical cut down was performed and the proglide device was removed. The artery was surgically sutured closed to achieve hemostasis. There was no reported adverse patient sequela. A femoral angiogram was not taken. There was a reported clinically significant delay in the entire procedure. No additional information was provided.